Manufacturer narrative:
The returned device has been evaluated and confirmed, the pouch was not sealed.

Event description:
It was reported the pouch was not completely sealed, and therefore the device was not used in the pt.